Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose level of 2.4 mmol/l. Customer was treated with food. Customer was using auto mode. Customer had blood glucose level of 5 mmol/l. The insulin pump will not be returned for analysis.